Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 20 january 2017. The representative found that the detect positioner louver was damaged due to a broken hinge within the imaging system. The representative reported that they replaced the detect position louver. The imaging system then passed the system checkout and was found to be fully functional. The suspect louver has not been received by the manufacturer for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the gantry door of the imaging system would not open when prompted by the user. The site reported that an audible sound was heard emitting from the gantry. The site was able to manually open the gantry door and continue with the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The parts were returned to the manufacturer for analysis. Investigation of the louver hinge confirmed reported problem. Hinges were returned with bent louver. Hinges are both snapped in half at screw hole. The hardware investigation found that reported event was related to a physical damage failure mode; broken pieces. Investigation of the louver plate/cover confirmed reported problem. Visual inspection confirms the louver plate has bent and missing areas. The hardware investigation found that reported event was related to a physical damage failure mode; dented, nicked, scratched, bent. Investigation of the spring confirmed reported problem "broken hinges, springs and louver plate." Visual inspection confirms one spring out of two is stretched. The hardware investigation found that reported event was related to a physical damage failure mode; springs were stretched.